Manufacturer narrative:
Article citation: tevis, sarah e., et al. ¿breast implant-associated anaplastic large cell lymphoma.¿ annals of surgery, vol. Publish ahead of print, 16 june 2020, 10.1097/sla.0000000000004035. Accessed 31 july 2020. (B)(4). The events of "seroma, capsular contracture, lymphoma-alcl, and lump/nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphoma-alcl", ¿implant rupture¿, ¿capsular contracture¿ baker grade unknown, ¿seroma¿,¿breast skin lesion (rash)" ,¿erythema¿, ¿pain¿, ¿palpable mass¿.

Event description:
Reviewed the following literature: "breast implant-associated anaplastic large cell lymphoma: a prospective series of 52 patients". The study assessed 52 women with cytologically proven breast implant alcl over a five-year period. This record was created to capture tables 1 and 2. Authors reported "lymphoma-alcl", ¿implant rupture¿, ¿capsular contracture¿ baker grade unknown, ¿seroma¿,¿breast skin lesion (rash)" ,¿erythema¿, ¿pain¿, ¿palpable mass¿. Additionally, radiation, chemotherapy, and stem cell transplant were used as treatment for several of the patients. Sides unknown. Device status unknown.